Event description:
The inner powder pouch was open upon receipt. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
The results of the MFR's evaluation suggest that the event has not been verified and more than likely occurred as a result of user error.